Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased an unknown level. It was also reported that the patient was found unconscious on the floor. Treatment and length of the ER (emergency room) visit were not provided. Patient refused to provide any additional information, and declined follow up calls.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.3. Cloud - smartphone hardware iphone15.3. Cloud - cgm sensor type g6.